Manufacturer narrative:
Product type: console product ID: nitron product type: catheter product ID: 217f3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, n-002 system notice occurred. The user was unable to remove the coax cap at the time of the call, which prevented verification of a possible coax port obstruction. The case was aborted while the patient was under general anesthesia. It was reported that 12 of 14 ablation applications were ¿perfect,¿ and the n-002 occurred on applications 13 and 14. A subsequent inspection found the coax port to be clear of obstructions, and phm records were received and reviewed. Test ablations were requested/performed, during which a faulty auto connection box was reported and the catheter was not recognized; replacing the auto connection box resolved the catheter recognition issue, and test ablations were proceeding. No further patient complications have been reported as a result of this event.